Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clipping in the lower alimentary tract, performed on (B)(6) 2009. According to the complainant, during the procedure, the clip prematurely deployed in the sheath and fell into the patient. The physician left the clip to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).